Manufacturer narrative:
Product analysis: analysis could confirm the customer comment that both output connectors were broken, however it could not confirm the customer comment that the connector lock was not working. Both output connectors still hold the pacing cables in place. The hanger was broken. There was a backlight issue, connector on main printed circuit board (pcb). The keypad window was scratched. The atrial output control was hard to turn. The encoder was out of specification (mechanical). The lower case was broken. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors of an external pulse generator (epg) were broken. It was noted that the device is always cleaned properly as per instructions. The device returned into service. There was no patient involvement reported.